Event description:
The reporter stated that the surgeon had inserted a silicone single piece toric lens model aa4203tl into pt's eye and noticed the lens was torn. The lens was removed without enlarging the incision. No pt injury. The surgery was not completed. This is the second of two incidents that occurred for this same pt. See mfrs report number 2023826-2006-01120 for the first incident.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows one plate haptic is torn, and the other plate haptic has a small portion torn off and missing. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.